Event description:
Patient reported obtaining back-to-back blood glucose results of 96 mg/dl and 193 mg/dl, while using the suspect device. Patient indicated that therapy was not modified based on these results. No pt injury was reported and no treatment was rec'd. A level-one quality control testing was performed on the system and the result fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.